Event description:
The customer reported the system displayed a communication error code message. This error code message will result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. No report of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The voltage was adjusted on the power supply. The system was then found to be operating as intended.